Event description:
It was reported that a vessel puncture closure of an unspecified vessel was achieved using a prostyle device after a percutaneous coronary interventional procedure using an 8.5f sheath. Reportedly, two days later the patient took a bath and pain was felt at the access site. The site had become infected. The prostyle suture was removed by surgical intervention. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event estimated.

Event description:
Subsequently to the initially filed emdr additional information was received: it was reported that on (B)(6) 2022, an arteriotomy closure of the right common femoral artery was achieved using a prostyle device after a percutaneous coronary interventional procedure using an 8f sheath. Two days later on (B)(6) 2022, the patient took a bath and pain was felt at the access site. The site had become infected and was treated with antibiotics. The prostyle suture was removed by surgical intervention and manual suturing was used to reobtain hemostasis. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect(s) of pain, infection are listed in the perclose prostyle instructions for use as known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.